Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd plastipak¿ veterinary syringe with needle was broken. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the needle of the bd plastipak¿ veterinary syringe with needle was broken. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
1 ¿ not confirmed: bd cannot confirm/reproduce the incident in question needle broken. 2 - samples/ photos analysis: neither sample nor picture were provided to bd brazil. 3 - the batch complained was manufacturing during may 30th 2017 to may 31st 2017 period. 4 - qn/ maintenance review: there wasn¿t quality notification (qn) and only maintenance records related with batch indicated. 5 - the analysis of the batches history were proceeded. The bd brazil company is not confirm needle broken failure. Following the internal standards of the bd procedures, we emphasize that during the production the several inspection test are performed, and in case a needle broken failure is found, whole batch is removed from manufacture process for further analysis and actions. Investigation conclusion: bd is not able to confirm the defect while neither sample nor picture were provided, consequently the root cause is not applicable.

Event description:
It was reported that the needle of the bd plastipak veterinary syringe with needle was broken. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.